Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light source was weak. Light guide fiber and bundle are broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: -light source was weak. This event is caused by a component failure of light guide fiber. The cause of failure of light guide fiber could not be determined. The most likely cause is pulling the cable, which results in the fracture of the light guide fiber in the cable. Light guide bundle is broken. This event is caused by a component failure of distal end of the video telescope. The cause of failure of distal end of the video telescope in the video telescope could not be determined. The most likely cause is that physical impacts and similar damage caused additional scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the rigid video laparoscope had a weak light source. There were no reports of patient harm.